Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. Reportedly 4-5 channels are extra-cochlea. Furthermore the recipient suffered from a trauma, which might has contributed to the electrode migration. A re-insertion surgery was planned. However no further information has been received despite requested. This is a final report.

Event description:
Reportedly the user had a fall a few days after the implantation surgery. Testing was indicative of active electrode migration. Revision surgery is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user had a fall a few days after the implantation surgery. A CT scan confirmed that 4-5 electrodes had migrated out of cochlea.